Event description:
It was reported the device was used during a laparoscopic left scalpingo-oopherectomy. All staple lines were reported to be dry upon completion of the procedure. It was reported 6-7 hrs post-op the pt's hematocrit dropped 3 points. The surgeon took pt back to or and scoped the area. Bleeding was found at staple line on ip ligament and pt was opened. Surgeon placed stitch on staple line to control the bleeding. The surgeon told the rep the pt was not on blood thinners or aspirin therapy prior to procedure. No blood transfusion done. Pt doing well at this time.